Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units battery failed. There was no patient injury reported.

Manufacturer narrative:
Due to character restrictions in block telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while transporting a patient, the cardiosave intra-aortic balloon pump (iabp) batteries failed and only lasted one hour. There was no patient injury reported.

Manufacturer narrative:
(Investigation type, investigation findings, component codes & investigation conclusions). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse performed a battery run test. Both batteries ran sequentially for 60 minutes at an increased delivery rate and still had charge left over. The iabp was returned to the customer and placed back into service.

Event description:
N/a.